Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient lost consciousness for approximately three seconds during this episode when lv threshold testing could not be stopped due to lost telemetry during the test.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an atrio-ventricular nodal ablation last week. It was noted that later when doing an left ventricular (lv) lead threshold test, telemetry was lost and the threshold test could not be stopped. Lv capture was lost, with no backup right ventricular (rv) pacing for a reported two to three seconds before the test ended on its own. The patient was symptomatic with this, but was noted to be okay once capture resumed. No additional adverse patient effects were reported.